Event description:
Rn removed catheter to change IV site. The plastic was found to be detached from the hub and was retained in the pt's vein. Retained portion did not migrate. Physician made a small incision, vein was ligated and catheter was removed. IV catheter had been inserted on 5/7/95. Removal was done 5/10/95.